Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing and high impedance. It was noted via fluoroscopy that both leads had fractured due to clavicular crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.